Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that verbal communication was had with the patient in the provider's office about persistent pain over the sacrum since implant. The clinical specialist advised the patient to turn therapy off. An x-ray was ordered and reviewed with the provider that day to determine lead placement. The x-ray demonstrated the battery was implanted on the right and the tip of the lead was on the left side. A follow-up appointment was scheduled for a week later to determine if the pain improved with the device off. The clinical specialist was not present during that office visit. The patient declined an improvement in pain, therefore the patient was boarded for surgery to have the device removed on (B)(6) 2026. No rep was present during device removal. The patient called the rep on (B)(6) 2026 reporting that the pain had subsided since removal.

Manufacturer narrative:
Continuation of d10: product ID: 978b128 lot#: va317ky; implanted: (B)(6) 2024; explanted: (B)(6) 2026; product type: lead. Product ID: 978b128; lot#: va317ky; implanted: (B)(6) 2024; explanted: (B)(6) 2026; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128; serial/lot #: (B)(6); ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.